Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, insulin pump passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Insulin pump was programmed with test mini link and the glucose sensor simulator. Insulin pump communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted. Insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 171mg/dl at the time of incident. The customer reported that she changed sensor today and received a lost sensor alert. Caller stated that the insulin pump is not working right. Caller stated that she had a change battery now message so she did and the screen would not come back on. Caller stated she has tried 5 to 6 different batteries and finally screen came back. The insulin pump was then alarming battery out limit. They were assisted with clearing the alarm. It was noted that the customer had called back again to report that the device had a blank display. They had already received a replacement battery cap. The patient¿s blood glucose was 494mg/dl. They treated it with insulin pump. The insulin pump will be returned for analysis.